Manufacturer narrative:
Block b3: the exact event onset date is unknown. The provided event date of (B)(6) 2022, was chosen as the best estimate based on the procedure which happened sometime in 2022 and nine (9) days post-procedure (pod09) ed presentation for dysuria. Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: patient code e1301 captures the reportable event of dysuria. Impact code f2303 captures the reportable event of medication required. Impact code f12 captures the reportable event of serious injury.

Event description:
It was reported to boston scientific corporation that a piranha biopsy forceps was used during cystourethroscopy with ureteroscopy and pyeloscopy and fulguration of ureteral lesion procedure performed sometime in 2022. During the procedure, the acquisition of the biopsy specimen was adequate. Nine (9) days post-procedure (pod09), the patient presented to the emergency department (ed) for dysuria and was given oral antibiotics upon discharge. Per the physician's assessment, the event was not serious, possibly related to the device, and causally related to the procedure.